Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that three days after the spaceoar placement procedure, the patient developed a prostate abscess, fever and anal pain. The patient was treated with antibiotics and admitted to hospital where is under monitoring and scheduled for a drainage of the abscess.